Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Customer was unable to provide treatment received. Reportedly, the customer was released a day later with the issue resolved and no permanent damage.